Event description:
The hosp reported that during endoscopic vein harvesting procedure, the unit was leaking either co2 or saline. No add'l info was provided by the user facility. They did not report any pt impact or complications.